Manufacturer narrative:
Device evaluation in progress.

Event description:
Information was received that during repaired of this smiths medical cadd prizm vip pump, the pumps exhibited error code lec 10037. No adverse effects were reported.

Manufacturer narrative:
Additional information received that this event occurred during testing and there was no patient involvement. Device evaluation summary: one cadd prizm pump was returned for analysis in used condition. Visual inspection of the pump found it in good physical condition. The review of device event history log found the "error 10037" in history. Functional testing included use testing. The pump was tested and it showed error code 10037. Based on the evidence, the complaint was confirmed. The root cause could not be identified.